Event description:
It was reported that the patient developed "paralysis 24 hours post operation." It was noted that the patient's entire system was removed the next day. Additional information reported that during the explant of the implanted system, the health care professional (hcp) noted "nothing unusual" and "no significant bleeding." It was noted that after performing an MRI, a blood clot was found "higher in the thoracic region of the spine." It was further noted that a procedure was performed in a third surgery to relieve the clot and the pressure it was placing on the spinal cord. It was noted that the patient was "slowly regaining partial feeling" in the toes and had "slight movement of the toes" within 72 hours. It was further noted that the patient was transported to a rehab center. It was noted that the cause of the clot was unknown.

Manufacturer narrative:
Product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).